Event description:
A home patient contacted baxter's product surveillance department to report 2 incidents of homechoice sets leaking during the priming procedure in anticipation of their automated peritoneal dialysis therapy. Reportedly, the first homechoice set was noted to be leaking after receiving a "reload set" alarm during the prime cycle. When the home patient attempted to reload the cassette, they noticed that there was moisture under the tubing of the homechoice set. No moisture was noted in the door of the homechoice machine, and no moisture was noted under any of the solution bags being used at that time. The home patient ended the procedure early and replaced the leaky cassette with a new cassette. The home patient then proceeded with therapy using the new homechoice set and the same bags that were utilized with the first setup, no further difficulties were encountered. The second incident of a leaking homechoice set was noted when the home patient received "an alarm" during the prime cycle. The home patient immediately noted mositure under the homechoice set tubing. The home patient discarded the leaky homechoice set and connected the pre-used solution bags to a new homechoice set. Therapy was performed with no further difficulties. No moisture was noted in the door of the homechoice machine, and there was no moisture noted underneath any of the solution bags. The home patient doesn't have any pets. The home patient reported that they do use a pocket knife to assist in the opening of the carton in which the homechoice sets are delivered. The home patient advised that both leaky homechoice sets came from the top layer of the carton, however, no damage was noted to the overpouches during setup. The home patient does not use any sharp utensils to assist in opening the overpouches. Inspection of all of the products prior to use revealed nothing unusual. No patient injury or medical intervention was associated with these incidents per the home patient.